Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and a high blood glucose of 500 mg/dl. She was treated with an intravenous drip and pens. The patient's symptoms included heavy breathing and frequent urination. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The customer did not have a tubing clamp with which to perform the high pressure test and complete troubleshooting. It was advised to change the entire set, reservoir and insulin. Upon removal of the infusion set, the cannula was bent but not occluded. The insertion site was not sore or irritated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).